Event description:
A report was received that a patient had a pocket revision, because the pocket site was uncomfortable. The physician moved the pocket site and the patient is reportedly doing well after the revision surgery.

Manufacturer narrative:
This is the final report.